Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on (B)(6) 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced persistent pain at the abutment site since (B)(6) 2014 resulting in the decision to explant the device on (B)(6) 2014.